Event description:
Caller reported a cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Although the customer attempted to load a new cartridge with assistance, the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, and the pump replacement was completed, as documented in related cases.